Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 1415939-2019-00230 under a different suspect device. During the requested site visit, the field service representative (fsr) observed that the pre-trigger tubing was loose, resulting in bubbles in the tubing, therefore causing result imprecision. The fsr adjusted/aligned the tubing, buffer to buffer pump, (rohs) part number 7-200111-01 which resolved the issue. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(4) service history verified no subsequent issues have been reported. No contributing factors in the month prior or subsequent to the current complaint was identified regarding the tubing, buffer to buffer pump, (rohs). A review of the architect i1000sr system with regards to the current issue found no trends. A 12-month search for similar complaints identified no trends for the tubing, buffer to buffer pump, (rohs). The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i1000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the part. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(4), or the tubing, buffer to buffer pump, (rohs) part number 7-200111-01.

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were: on (B)(6) 2019 (B)(6) = 0.4; on (B)(6) 2019 (B)(6) initial run = 0.323; retested on serial number (B)(4) a few hours later = 0.4ng/ml (reference range - >0.010ng/ml) / retested on original analyzer = negative. There was no reported impact to patient management.